Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported since implant date, they have had issues charging their implanted device. Patient stated they keep seeing a screen on their controller stating to try again. Patient stated they have had two doctors appointments, but manufacturer representative (rep) was not able to assist the patient in charging their implant. Patient stated the second appointment was with rep about a week later on (B)(6), and rep was able to help the patient charge their implanted device. Patient stated the next time they went to charge their implant at home, their issues persisted.